Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The battery voltage trend was stable until month 24. The voltage dropped steeply. End of (eol) was reached within 3 months. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the field experience of premature battery depletion in the laboratory. With another battery attached, the device was tested on the automated system. No anomalies were found. The battery voltage was 1.286v. The device was temperature cycled tested and placed in a humidity chamber for testing. The device's current measurements were normal. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
It was later determined that an internal anomaly within the battery was the cause for the premature battery depletion.